Manufacturer narrative:
Evaluation summary: eval of the returned valve confirmed evidence of a suture loop around the cusp 1 and cusp 2 leaflets at the commisure post 2. Distinct track markings left behind on the leaflet tissue indicate a suture was looped and tied down tightly against the post, most likely during the implant procedure. Suture looping is a user technique related issue. X-rays taken of valve.

Event description:
Reportedly, this valve was explanted, after approx ten days implant duration due to wide open mr. When valve taken out saw a crease in the leaflet. Replaced with another valve. No further info provided.